Event description:
It was reported that the subject developed left bundle branch block and moderate aortic regurgitation. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The subject received loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the native aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Event summary: the same day of the index procedure, subject developed left bundle branch block. Five days post index procedure, transthoracic echocardiogram performed during discharge follow up assessment revealed mean aortic pressure gradient of 27 mm hg with 75 % ejection fraction and moderate aortic regurgitation. No action was taken to treat the event. At the time of reporting, the event was considered as not recovered.

Event description:
It was reported that the subject developed left bundle branch block and moderate aortic regurgitation. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The subject received loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the native aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. . Event summary: the same day of the index procedure, subject developed left bundle branch block. Five days post index procedure, transthoracic echocardiogram performed during discharge follow up assessment revealed mean aortic pressure gradient of 27 mm hg with 75 % ejection fraction and moderate aortic regurgitation. No action was taken to treat the event. At the time of reporting, the event was considered as not recovered it was further reported that at the time of reporting, the event was considered recovered.

Manufacturer narrative:
Describe event or problem, patient codes: updated.

Event description:
It was reported that the subject developed left bundle branch block and moderate aortic regurgitation. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The subject received loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the native aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Event summary: the same day of the index procedure, subject developed left bundle branch block. Five days post index procedure, transthoracic echocardiogram performed during discharge follow up assessment revealed mean aortic pressure gradient of 27 mm hg with 75 % ejection fraction and moderate aortic regurgitation. No action was taken to treat the event. At the time of reporting, the event was considered as not recovered it was further reported that: at the time of reporting, the event was considered recovered. The event of left bundle branch block has been withdrawn as the event occurred post bav and not after the implant to the lotus edge valve.